Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice device during dwell of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. Proper procedures per the user manual were reviewed with the patient. The technical service representative advised the patient start over with all new supplies or perform continuous ambulatory peritoneal dialysis to complete therapy. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.